Event description:
Pt w/ dual chamber pacemaker, presented with complaint of shortness of breath. Ventricular pacing lead does not capture, sensing < 1.25mv. Unable to rule out fracture w/ chest xray.